Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was unable to reproduce the reported problem. The system was functional. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon stated the left master controller was dropping downwards when they removed their hand from the master tool manipulator (mtml) left. The system logs showed no related errors. The customer mentioned something about arm#1 but had no details of the issue. Arm#1 issue could be related to left master. Intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to perform a hard reset on the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inside patient body when the issue occurred. There was a non-intuitive motion. There was no patient injury.